Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the procedure the guidewire was removed from the packaging, it was noted to be stretched out. A new kit was opened to complete the procedure.

Event description:
It was reported that during the procedure the guidewire was removed from the packaging, it was noted to be stretched out. A new kit was opened to complete the procedure.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one guidewire, introducer sheath/dilator and tunneler from a port kit were returned for evaluation. No introducer needle was returned. The guidewire was bent with the outer coil wire unraveled throughout much of the guidewire. The investigation is confirmed for the reported guidewire damage, specifically a frayed guidewire. It is likely that the damage that caused the guidewire to fray also caused the guidewire to bend. However, the definitive root cause for the damage to the guidewire could not be determined based upon available information. Possible contributing factors include retraction of the guidewire against the needle bevel, insertion technique and insufficient sized skin nick. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.